Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri-52 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged sometime between implant and the next morning. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.